Manufacturer narrative:
A ge service representative performed an on site investigation. The batteries were replaced during the service call.

Event description:
The customer reported that the 9600 system shut off with a precharge fault error message. No patient injury was reported.